Event description:
It was reported that the patient had undergone plastic surgery on her hand and the dressing was applied with gauze at the site. Five days later the gauze unwrapped and a mild, local swelling of the hand had begun. The hand was bandaged again this time with out the dressing for another few days. Severe itching and blisters covered the entire palm of her hand at that time. A steroid cream was prescribed. Exfoliation of the skin on her palm occurred six weeks later. The doctor has seen the patient for follow up visits and the hand is almost healed back to normal at this time.

Manufacturer narrative:
Date sent to the FDA: 8/3/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.